Manufacturer narrative:
Section b5 and h6 have been corrected. Stryker evaluated the customer's device and defibrillation electrodes and was unable to duplicate the reported issues. The failure to charge defibrillation energy issue was unable to be verified. The device's electronic data showed that the device dumped the defibrillation charge when it sensed the defibrillation electrodes being disconnected, which is normal device behavior. The device not detecting the patient through the defibrillation electrodes issue was verified in the device's electronic data. The cause of the reported issue could not be conclusively determined. The customer received a replacement device and this device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would intermittently not recognize the defibrillation electrodes as being connected to the patient during an intervention. The device would begin to charge defibrillation energy and then immediately stop. In this state the device may not be able to deliver defibrillation therapy if it was needed. The patient involved in the reported event did not survive.

Event description:
The customer contacted stryker to report that their device would intermittently not recognize the defibrillation electrodes as being connected to the patient during an intervention. In this state the device may not be able to deliver defibrillation therapy if it was needed. The patient involved in the reported event did not survive.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review of this event and determined that device use did not contribute to the patient's reported outcome. The patient required defibrillation 3 times and the delay in providing defibrillation was 14 seconds, CPR was provided during this time. For the duration of the event the patient remained in a nonshockable rhythm. Stryker evaluated the customer's device and verified the reported issue was logged in the device's memory. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.